Event description:
Robotic procedure in progress using davinci 45 mm stapler with 35 of 50 uses remaining. Stapler was loaded and placed/secured on tissue. Was unable to deploy staples and the screen prompted to remove the stapler using emergency key and remove. Stapler was removed and taken out of service.